Event description:
Boston scientific received information that this pacemaker has been displaying less than 6 months longevity remaining for almost one year. A year and a half ago, the device displayed beginning of life (bol) and had a 100 ppm magnet rate; however had one year remaining longevity. The right ventricular (rv) outputs were noted to be elevated and paced 98 percent with outputs of 4 volts at 1 millisecond. The atrial outputs were 2.5 volts at 0.5 milliseconds. A technical services (ts) consultant was contacted regarding this issue and indicated they could perform a memory dump; however, the field representative declined. No adverse patient effects were reported.

Event description:
Subsequently, the device was explanted for normal battery depletion.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.